Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had gone into backup mode. The cause of the reset was believed to be a firmware update. Programming changes were successfully completed. The patient was stable and asymptomatic.